Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was scheduled to undergo a revision procedure. The pt had fallen and the ipg moved which caused the pt discomfort. The pt's fall was not device related. The pt was reportedly doing well following the pocket revision procedure.